Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification, however the exposed portion of the soft cannula was torn, allowing fluid to leak out of the fluid path. It cannot be determined when or how this damage occurred or if the damage contributed to the reported symptom. A root cause for the reported improperly inserted cannula could not be determined.